Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that on (B)(6) 2021 the patient's hematocrit dropped from 31 to 23 within a week. The patient was admitted and an esophagogastroduodenoscopy revealed bleeding in the stomach, which was cauterized. The international normalized ratio (inr) goal pre-bleed was 1.8-2.2. The patient would be started on octreotide as an outpatient and would continue to take fish oil and digoxin. The patient's inr goal would remain 1.8-2.2. The patient was put on coumadin and was stable. They were discharged on (B)(6) 2021.